Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were recommended to be replaced to address the issue. The repair quote is pending acceptance from the customer. No further investigation is required.

Manufacturer narrative:
The manufacturer previously information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were recommended to be replaced to address the issue. A proportional valve was sent to the product investigation lab (pil) for further testing/investigation. Pil visually inspected the proportional valve for defects and found none. Pil installed the proportional valve on the pil trilogy evo test unit, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm (active exhalation control module) verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operated as designed.